Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a distributor in (B)(4). "Customer claims this ventilator does not power up. Our dealer claims the turbine and the main pcb has problems, this is the only information provided by our dealer, there was no information regarding if this ventilator was on a patient when the problem occurred."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. (B)(4). The foreign distributor determined that the cause of this event was a faulty main board and turbine assembly. The foreign distributor was shipped a replacement main board and turbine assembly to repair the device and return it back into service. Carefusion sent a letter via email seeking additional information concerning the reported event and the condition of the patient. As of (B)(4) 2015 there has been no response from the distributor. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board and turbine assembly for evaluation. As of (B)(4) 2015 the alleged faulty main board and turbine assembly have not been received. Should the alleged faulty main board and turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.